Manufacturer narrative:
This report is submitted on december 10, 2020.

Event description:
Per the clinic, the patient developed an infection at the abutment site. The patient underwent a procedure on (B)(6) 2020, to remove overgrown tissue where the wound was closed with silver nitrate, and was treated with topical antibiotic and steroid ointments. The symptoms resolved, and the patient resumed use of the device. Clinical management of the patient is ongoing.